Event description:
Broken screw revision surgery will be scheduled for november at the patient[?]s request. Dr. (B)(6) would like to change the orientation of the base plate to be more downward. He believes that if the base plate is left in place, the same complication will repeat.

Event description:
Broken screw. Revision surgery will be scheduled for november at the patient's request. Dr. (B)(6)would like to change the orientation of the base plate to be more downward. He believes that if the base plate is left in place, the same complication will repeat.